Manufacturer narrative:
A 73-year-old male patient had to be revised, since the connecting pin of the agilon® xo inverse cap base ø40mm s had fractured while he was using a leaf blower. It was further mentioned, that additionally the agilon® stem cementless ø15/60mm had become aseptically loosened. Furthermore, the surgeon mentioned, that the patient had mid humeral pain before the fracture happened. These errors had occurred after approx. 2,5 years of implantation. The affected products were made available to implantcast gmbh for the optical examination. The fractured agilon® xo inverse cap base displays normal surface wear and minimal wear on the pe insert. The fractured cone is still connected to the metaphyseal component and shows hammering spots on the left side and a smooth surface on the right. At this time, it is not possible to make further statements regarding the fracture surface. The anti-rotation pin is flattened on top. However, the reason for that is unknown. The agilon® xo glenosphere, agilon® xo glenoid cementless, and agilon® xo screw show no significant damages. Neither does the agilon® stem cementless exhibit any damages on its material surface. The manufacturing documents and the material certificates of both main components were checked. These did not reveal any errors. The surgical technique and instructions for use were also checked and showed no deviations. A pre-revision x-ray image was provided, which showed the reported fracture of the agilon® xo inverse cap base as well as the described loosening of the stem. Further abnormalities are not visible. In conclusion, no root cause could be determined for the fractured inverse cap base and the aseptic loosening of the humeral stem. As mentioned in the description of the event, the attending surgeon suspects that the loose stem led ultimately to the fracture of the pin due to repeating, alternating forces. The reported mid humeral pain for several months before the revision supports this thesis as this was probably resulting from the aseptic loosening of the humeral stem. However, this can neither be confirmed nor denied. This event was assigned to the error patterns " implant failure", "aseptic loosening" and "pain" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "patient felt a pop and then grinding and swelling". On (B)(6) 2025 implantcast gmbh received the following information: "the patient we revised last week was using a leaf blower and felt a pop and then grinding. No trauma. He had some mid humeral pain for a few months leading up to it and I wonder if the loose humeral stem allowed it to toggle and load that connection back and forth repeatedly until it fatigued and snapped. It wasn't super loose though so I'm not sure if that did it" this report is split up to cover all reported error pattern with their associated main components. The report was split as follows: (B)(4) / 3012523063-2025-00086: for the broken off connecting cone with the agilon® xo inverse cap base ø40mm s as main component. (B)(4) / 3012523063-2025-00088: for the loosening and the pain with the agilon® stem cementless ø15/60mm as main component.